Manufacturer narrative:
The investigation has determined that a non-reproducible, falsely elevated vitros tropi es result was obtained from a patient sample using the vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 2540 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2540 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. A within-run vitros tropi es precision test using known troponin I free sample was completed successfully. An instrument issue is can be ruled out as a contributing factor. The customer is not following the sample collection device manufacture¿s recommendation for sample centrifugation, therefore, improper pre-analytical sample handling cannot be ruled out as a contributing factor to the event. It is possible that cellular debris was present in the affected samples, although, this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Patient vitros tropi es result 0.39* ng/ml versus the expected vitros tropi es result <0.012 ng/ml a biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The higher than expected result was reported from the laboratory and treatment was administered based on the reported result. The specific treatment information was not provided to ortho as requested, however ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).